Event description:
When attempting to use this defibrillator on a patient in ventricular fibrillator, the error code 20003 was displayed. There was no report of patient impact related to this incident.